Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with an infection and evidence of pus and discharge at the implant site. The system was explanted and patient remained hospitalized until re-implant.